Manufacturer narrative:
Event date: date of event is estimated.

Event description:
Manufacturer report number: 1627487-2022-02015. It was reported the patient's left supra-orbital lead had migrated. As a result, the patient underwent surgical intervention on (B)(6) 2022 during which the lead was repositioned. Effective therapy was established post-operatively. It is unknown which lead had migrated, so both potential leads are being reportable.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.